Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4) .

Event description:
It was reported that a (B)(6) asian female patient underwent primary breast augmentation with mentor smooth round moderate profile 325cc saline breast prosthesis. Patient felt weird sensation and rippling inside, which eventually was identified as a deflation of the right breast prosthesis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 11/1/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 11/2/2018, mentor became aware that the patient underwent removal on (B)(6) 2018. The patient experienced no accompanying symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/19/2018, mentor became aware that the patient underwent unilateral removal and replacement with a mentor smooth round moderate profile 325cc saline catalog: 3501650 lot: 7610716, sn: (B)(4). Upon receipt by mentor, the device returned without fluid. White material was observed within the device and on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 12 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. The device history record (DHR) for the lot number 7345129 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).